Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had no image during inspection for use. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, g6, h2, h3, h4, h6 and h11. Three attempts were performed to obtain additional information, but no response was received from the customer. The customer contacted olympus technical assistance support via phone. The customer noted that the otv-s190 is connected to multiple monitors, with only this monitor experiencing the issue. The setup involved an serial digital interface cable from the otv-s190 routed through an adapter to the monitor, which resulted in a ¿dvi out of range¿ error message. Olympus technical assistance support advised the customer to bypass the adapter and connect the serial digital interface cable directly from the otv-s190 to the monitor for testing. The customer confirmed he would attempt this but had to leave and will call back for further troubleshooting. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.